Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Without lot specific information or a sample, no further investigation can be performed. All batches are released according to the required specifications. Additional information has been requested. (B)(4).

Event description:
A co-director of nursing reported that a patient was suspected to experience toxic anterior segment syndrome (tass) as noted upon post op visit after cataract surgery in which viscoelastic product was used. The patient was admitted to the hospital. Eye cultures were taken and were found to be clear. The patient is being treated with steroid eye drops and the condition is improving. Additional information has been requested.